Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. Follow up indicated that the patient's physician prescribed benadryl. The patient indicated that the benadryl did not help and would be following up with his doctor again. The final medical outcome is unknown.